Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cassette was found leaking fluid during the vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no patient harm.

Manufacturer narrative:
One unused 25+ gauge (ga) 5.0 cuts per minute pak (cpm) posterior cassette pak was returned. Visual inspection confirmed that the auto stopcock was broken. The top and base surface profile was inspected and demonstrated an inconsistent shear weld at the interfaces. The root cause of the customer's complaint is due to a weak weld between the top and base of the auto infusion valve housing, which caused the auto stopcock breakage and can result in product leakage. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).